Manufacturer narrative:
After further evaluation, it was noted that this event was inadvertently submitted under the abbott laboratories irving/atm, MDR number 1628664-2020-00069. MDR number 3016438761-2021-00482 (abbott laboratories irving ia/cc) has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results on the architect c16000 analyzer. The following data was provided: sid (B)(6) initial 7.6, repeat 4.8 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Service discovered that the ict suc syringe was not connected correctly causing the waste to overflow and leak under the track. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.